Event description:
It was reported that 2 bd luer-lok 1ml syringes experienced leakage, and device damage while still considered operable. The following information was provided by the initial reporter: customer reported leakage.

Manufacturer narrative:
Initial reporter facility name: (B)(6). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2105118, medical device expiration date: 2026-04-30, device manufacture date: 2021-05-24; medical device lot #: 2102022, medical device expiration date: 2026-01-31, device manufacture date: 2021-02-03. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12/21/2021. H.6. Investigation: samples and photos received for investigation. Upon visual inspection, it can be observed barrel is damaged in both of them. This damage has small linear perforations perpendicular to the barrel of the syringe causing the leakage experienced by customer. A device history review was performed for reported lot 2105118,2102022 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Possible root cause is associated with the packaging process. Failure is produced by the cross-cutting blade that separates the blisters in the packaging process. Damage found in the barrels have been examined at the microscope finding the small dents that match with the dimensions of the saw of the cross-cutting blade.

Event description:
It was reported that 2 bd luer-lok 1ml syringes experienced leakage, and device damage while still considered operable. The following information was provided by the initial reporter: customer reported leakage.